Event description:
Patient #1: patient intubated for egd (esophagogastroduodenoscopy, upper gi endoscopy) at bedside. Patient was on propofol drip at 50mcg/kg/min, was clearly not adequately sedated. Md and rn at bedside noted the propofol was not running as fast as it said it was at 23.7ml/hr. Pump stopped and sequestered to v3n charge office with propofol bottle and tubing still intact. New propofol bottle, tubing and IV pump were then utilized for patient who appears to be better sedated. Patient #2: at change of shift, 2 rns went into room at 0722 to do handoff and change heparin bag/give bolus from bag for subtherapeutic ptt. Pump and heparin bag verified to match each other and the order, drips in all chambers checked. We started off with a brand new 250cc bag of heparin at 0722 minus the 70cc heparin bolus due at that time. This would leave 180cc left in the bag, and since the bag ran at the same rate of 19.4ml/hr the whole day, the bag should have been due to be changed in ~9h (~1630). I then checked each drip and the volume I had left, then wrote them on a whiteboard that I put in the window facing my computer outside the room, so I could keep track of when to change the infusions. Throughout the day I had to change a lot of the infusions and go in the room for cvvh (continuous veno-venous hemofiltration) often, so I would check all the drips while in the room q1-2h, I made sure there were drips in the chamber and would check how much volume I had left to update the whiteboard so I could see what to grab from the pyxis. At ~1345 I sent a ptt (the 6h after the bolus this am), this ptt was therapeutic at 64.9. I then came back into the room at the 1500 hour to turn the patient, check cvvh, etc. When I was going to exit the room, I checked the drips again and saw on the whiteboard and on the pump under the volume/time remaining that the heparin would need to be changed at around 1630, however, there was more in the bag than would make sense. I do not know the exact amount left in the bag because I left it intact with the tubing and pump for further investigation. However, even if there were only 50cc left, that would still mean there were 2+ hours remaining (50cc /19.4ml/hr = ~2.5h) so it would not finish at the 1630 hour. I still saw drops in the chamber dripping, and there were no kinks/clamps in the tubing, and the IV was intact. Showed patient safety nurse too show my confusion that the pump was still dripping but the patient did not seem to be getting the infusion. I then did the math out and have a few other nurses, including charge rn double check my math, the pump settings and the bag. At this time the patient cvvh was malfunctioning/about to clot, and he was desatting/dropping his pressure, I tended to the patient and then put the pump/IV bag/tubing into a bag for rn. I hung a new heparin bag w/ new tubing and new pump at 1634. I sent another ptt at 1717 to determine if the patient could have been getting the infusion, and it had decreased to 49.8 after only ~3.5h. Patient #3: patient on versed drip hung by day rn approx. 2pm, when changing fentanyl bottle for first time versed tubing noted to be clamped in lock box, pump never alarmed upstream occlusion. Full bottle of versed wasted, tubing pump and med bottle given to apsm for further investigation. Patient #4: this rn went to hang a new bag of dilaudid, the pump said infusion complete. This rn noticed that the bag was still full in the lockbox. The blue clamp was clamped so no medication was infusing. The pump did not alarm upstream occlusion. The patient did not receive analgesic during that time period. This rn unclamped and reset the pump and the infusion began. No harm to the patient but it did reach the patient directly. Patient #5: the patient was npo (¿nil per os¿, nothing by mouth) with cont ivf ordered. Day nurse spiked and hung a new bag around 4pm. Night nurse noticed awhile after the start of shift that the IV fluids bag was still full, but the IV pump read remaining volume & nbsp; for infusing was about an hour left. IV pump was changed/swapped. Patient #6: today we had an issue with an IV pump not infusing medication at set dose. Rn noticed this patient's fentanyl bottle was full when it should have been near empty.

Event description:
Patient #1 - (B)(6) 2021 - serial # (B)(4): patient intubated for egd (esophagogastroduodenoscopy, upper gi endoscopy) at bedside. Patient was on propofol drip at 50mcg/kg/min, was clearly not adequately sedated. Md and rn at bedside noted the propofol was not running as fast as it said it was at 23.7ml/hr. Pump stopped and sequestered to v3n charge office with propofol bottle and tubing still intact. New propofol bottle, tubing and IV pump were then utilized for patient who appears to be better sedated. Patient #2 - (B)(6) 2021 - serial # unknown: at change of shift, 2 rns went into room at 0722 to do handoff and change heparin bag/give bolus from bag for subtherapeutic ptt. Pump and heparin bag verified to match each other and the order, drips in all chambers checked. We started off with a brand new 250cc bag of heparin at 0722 minus the 70cc heparin bolus due at that time. This would leave 180cc left in the bag, and since the bag ran at the same rate of 19.4ml/hr the whole day, the bag should have been due to be changed in ~9h (~1630). I then checked each drip and the volume I had left, then wrote them on a whiteboard that I put in the window facing my computer outside the room, so I could keep track of when to change the infusions. Throughout the day I had to change a lot of the infusions and go in the room for cvvh (continuous veno-venous hemofiltration) often, so I would check all the drips while in the room q1-2h, I made sure there were drips in the chamber and would check how much volume I had left to update the whiteboard so I could see what to grab from the pyxis. At 1345 I sent a ptt (the 6h after the bolus this am), this ptt was therapeutic at 64.9. I then came back into the room at the 1500 hour to turn the patient, check cvvh, etc. When I was going to exit the room, I checked the drips again and saw on the whiteboard and on the pump under the volume/time remaining that the heparin would need to be changed at around 1630, however, there was more in the bag than would make sense. I do not know the exact amount left in the bag because I left it intact with the tubing and pump for further investigation. However, even if there were only 50cc left, that would still mean there were 2+ hours remaining (50cc /19.4ml/hr = ~2.5h) so it would not finish at the 1630 hour. I still saw drops in the chamber dripping, and there were no kinks/clamps in the tubing, and the IV was intact. Showed patient safety nurse too show my confusion that the pump was still dripping but the patient did not seem to be getting the infusion. I then did the math out and have a few other nurses, including charge rn double check my math, the pump settings and the bag. At this time the patient cvvh was malfunctioning/about to clot, and he was desatting/dropping his pressure, I tended to the patient and then put the pump/IV bag/tubing into a bag for rn. I hung a new heparin bag w/ new tubing and new pump at 1634. I sent another ptt at 1717 to determine if the patient could have been getting the infusion, and it had decreased to 49.8 after only 3.5h. Patient #3 - (B)(6) 2021 - serial # unknown: patient on versed drip hung by day rn approx. 2pm, when changing fentanyl bottle for first time versed tubing noted to be clamped in lock box, pump never alarmed upstream occlusion. Full bottle of versed wasted, tubing pump and med bottle given to apsm for further investigation. Patient #4 - (B)(6)2021 - serial # unknown: this rn went to hang a new bag of dilaudid, the pump said infusion complete. This rn noticed that the bag was still full in the lockbox. The blue clamp was clamped so no medication was infusing. The pump did not alarm upstream occlusion. The patient did not receive analgesic during that time period. This rn unclamped and reset the pump and the infusion began. No harm to the patient but it did reach the patient directly. Patient #5 - (B)(6) 2021 - serial # unknown: the patient was npo (¿nil per os¿, nothing by mouth) with cont ivf ordered. Day nurse spiked and hung a new bag around 4pm. Night nurse noticed awhile after the start of shift that the IV fluids bag was still full, but the IV pump read remaining volume & nbsp; for infusing was about an hour left. IV pump was changed/swapped. Patient #6 - (B)(6) 2021 - serial # unknown: today we had an issue with an IV pump not infusing medication at set dose. Rn noticed this patient's fentanyl bottle was full when it should have been near empty.